Manufacturer narrative:
Addition information. Medical record review revealed the sapien 3 valve was successfully implanted in the failing aortic surgical valve. Approximately 2 years post implant, tte indicated the prosthetic valve was present and well seated with a mean gradient of 6mmhg. No aortic regurgitation was observed. Moderate pulmonary hypertension and moderate mitral valve calcification were noted. Tte performed at 3 years indicated a mean gradient of 7mmhg. Tee performed 10 months later indicated left atria enlargement, no thrombus in the left atrial and an aortic mean gradient of 44mmhg. The patient presented to the clinic for surgical evaluation of severe aortic stenosis of the sapien 3 valve and severe mitral regurgitation with flailed anterior leaflet and posterior directed jet. The patient reported he began to notice sob and has had progressive issues with sob, fatigue and palpitations. The patient was being evaluated for non-edwards left atrial appendage procedure, when it was discovered that the patient's aortic valve was stenosed again and the mitral valve was 'severely leaky'. A redo tavr valve in valve was performed with a non-edwards valve. At the time of the report, all valves remain implanted in the patient.

Manufacturer narrative:
The sapien 3 valve was not returned to edwards for evaluation as it remains implanted in the patient. Per the instruction for use (IFU), valve stenosis, regurgitation and device degeneration are potential risks associated with the use of the bioprosthetic heart valves. Device history review (DHR) was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Valve degeneration may present as an increased gradient/velocity, decreased valve area and/or central regurgitation. This may result in symptoms such as sob and decreased exercise tolerance. Structural valve degeneration (svd) refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, based on the limited information provided, the root cause for the valve stenosis and increased gradients 3 years and 10 months post valve implant could not be confirmed, but may be related to the patient's co-morbidities or pre-existing valvular disease process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported, 3 years and 10 months post deployment of a 23mm sapien 3 valve in a failing surgical aortic valve, a re-do valve in valve (viv) was performed with a non-edwards valve. The viv was performed due to severe aortic bioprosthetic valve stenosis with a mean gradient of 44 mmhg.